Event description:
Pump had an alarm. During the call the customer was hospitalized for high blood glucoses. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer was disconnected at the set and ran a fixed prime with the reservoir in the pump. The insulin exited.